Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that an (B)(6) female patient had a rash with blisters on her back. The patient applied a cream to the rash. The patient's physician advised that the patient could temporarily remove the lifevest to allow the rash to heal. Follow-up indicated that the rash had improved.